Manufacturer narrative:
Conjunctival burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because conjunctival burns typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization, do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function.

Event description:
A conjunctival burn incident at sca orange coast surgery center was reported to iridex. The procedure was performed using the iridex micropulse p3 probe (mp3). No information on the laser console used was provided to iridex. There was no device returned to iridex to reach a conclusive finding for the reported event. Typically probes not serviced by iridex and are considered biohazardous once used. It is recommended to discard them post treatment on a patient. Treatment parameters were provided to iridex: 2500mw, 20s sweeps performed 6 sweeps which are in line with the IFU recommended parameters. Ophthalmic laser systems are intended to deliver thermal (laser) energy to deliver an insult (burn) to the ciliary body. Conjunctival burns are a known and predicted complication associated with the use of any ophthalmic laser system (console and delivery device) when used to deliver transscleral treatment. It is listed in the IFU for mp3 delivery device. Conjunctival burns are a specific type of ocular burn that can occur along with corneal burns, often due to chemical or thermal injury and are typically superficial, posing no long-term threat to the patient. Typically, these burns resolve within 24-48 hours post op without additional intervention. Another factor to be taken into account is that occasionally, the tip of the probe will become contaminated with blood or tissue, and the contaminants on the tip can become hated when exposed to laser energy. Since there was no additional information shared by the customer on the reported injury, the findings remain uncertain whether iridex probe was responsible for the conjunctival burn or it was a pre-existing condition that the patient had before treatment with iridex probes. Taking a proactive approach, iridex reviewed IFU guidance for scenarios where the mp3 probe might contribute to conjunctival burn. The IFU advises: 1. Keep the probe tip and eye surface moist throughout the procedure. 2. If the device snags on the conjunctiva, momentarily stop laser treatment, release the conjunctiva, reposition the device, and then resume treatment. No treatment parameters were provided to iridex hence no information on user settings are available for further conclusive determination regarding the reported patient injury.